Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD implanted on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. T-wave oversensing (twos) on the right ventricular (rv) lead was indicated. The lead sensing vector was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.